Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, inflation difficulties were encountered. The 70% stenosed, non-calcified lesion was located in the non-tortuous left anterior descending (lad) artery. Access was obtained via the right femoral artery and an unspecified 6fr introducer sheath was placed. The maverick2 12mm x 3.0mm was advanced to the lesion, however, upon attempting inflation the balloon failed to inflate. Following removal of the device, the physician noted that the balloon appeared to contain a pin hole leak. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "fine".